Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 09-mar-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device of this incident, it was determined that the tower doors were failed. A field service engineer (fse) tested tower doors 2 and 4 and observed multi clicking during access, then identified tarnished latches. The fse replaced the latches on doors 2 and 4. Fse tested the tower was successfully in hardware test application (hta), and failed doors were recovered in the pyxis application with inventories completed successfully. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower imcu1 doors 2 and 4 have experienced multiple failures. Additionally, several half-height cubies in another unit were non-functional, even after being unloaded and replaced with new cubies. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.